Event description:
It was reported the pt experiences a pinching and stinging sensation at the ipg site when she attempts to walk up steps. It was also reported the pt's ipg site is tender. X-rays were taken and no anomalies were found. The pt is scheduled to discuss the issue with her doctor. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.